Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
(B)(6) study. It was reported that the patient died. In (B)(6) 2013, the patients qualifying condition was silent ischemia. Prior to procedure, the patient was found to have abnormal stress test or imaging stress test indicative of ischemia. Subsequently, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the mid left anterior descending artery with 95% stenosis and was 10mm long with a reference vessel diameter of 3.00mm. The lesion was treated with pre-dilatation and placement of a 3.00x12mm study stent and the residual stenosis was found to be 5%. Two days after the procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient was admitted in the hospital due to "cardiac decompensation complicated by multiorgan failure" the following day, the patient died. The documented cause of death was, "cardiac decompensation complicated by multiorgan failure." It was further reported that in (B)(6) 2017, the patient was admitted in the hospital due to bradycardia and a glasgow coma score of 3. Upon admission, the patient was treated with dobutamine as the left ventricle ejection fraction was low (20%), the patient was then placed in an invasive mechanical ventilation for further examination. The chest x-ray revealed lung disease in the right lung base with mediastinal shift and an image of overload in the lung bases and perihilar region bilaterally. The patient was intubated and sedated with midazolam, 4 mg/h, and sufentanil, 15 ug/h. The patient was also diagnosed with acute kidney failure secondary to low-flow with anuria on the bladder. Since the patient had terminal multifactorial, biventricular heart failure with tight aortic stenosis, the patient was unable to undergo surgery so invasive resuscitation was discontinued. It was further reported that the patient was hospitalized and the cause of death was surgical complications from his cholecystectomy and it is not related to the procedure, stent, or platelet anti-aggregant therapy.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) study. It was reported that the patient died. In (B)(6) 2013, the patients qualifying condition was silent ischemia. Prior to procedure, the patient was found to have abnormal stress test or imaging stress test indicative of ischemia. Subsequently, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the mid left anterior descending artery with 95% stenosis and was 10mm long with a reference vessel diameter of 3.00mm. The lesion was treated with pre-dilatation and placement of a 3.00x12mm study stent and the residual stenosis was found to be 5%. Two days after the procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient was admitted in the hospital due to "cardiac decompensation complicated by multiorgan failure" the following day, the patient died. The documented cause of death was, "cardiac decompensation complicated by multiorgan failure." It was further reported that in (B)(6) 2017, the patient was admitted in the hospital due to bradycardia and a glasgow coma score of 3. Upon admission, the patient was treated with dobutamine as the left ventricle ejection fraction was low (20%), the patient was then placed in an invasive mechanical ventilation for further examination. The chest x-ray revealed lung disease in the right lung base with mediastinal shift and an image of overload in the lung bases and perihilar region bilaterally. The patient was intubated and sedated with midazolam, 4 mg/h, and sufentanil, 15 ug/h. The patient was also diagnosed with acute kidney failure secondary to low-flow with anuria on the bladder. Since the patient had terminal multifactorial, biventricular heart failure with tight aortic stenosis, the patient was unable to undergo surgery so invasive resuscitation was discontinued.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
Evolve ii clinical study. It was reported that the patient died. In (B)(6) 2013, the patients qualifying condition was silent ischemia. Prior to procedure, the patient was found to have abnormal stress test or imaging stress test indicative of ischemia. Subsequently, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the mid left anterior descending artery with 95% stenosis and was 10mm long with a reference vessel diameter of 3.00mm. The lesion was treated with pre-dilatation and placement of a 3.00x12mm study stent and the residual stenosis was found to be 5%. Two days after the procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient was admitted in the hospital due to "cardiac decompensation complicated by multiorgan failure" the following day, the patient died. The documented cause of death was, "cardiac decompensation complicated by multiorgan failure."